Manufacturer narrative:
Results: a review of the manufacturing records verified the lot met all pre-release specifications. This report is related to MFR. Report 2017233-2013-00529.

Event description:
It was reported to gore that a patient alleges to have experienced erosion after having been implanted with gore dualmesh biomaterial. It was also reported that the patient underwent an additional procedure approximately 1 month later. Additional, event specific information has not been provided.